Event description:
The technician alleged the side rail cannot latch. No patient impact.

Manufacturer narrative:
The technician found the side rail center arm is crushed. The technician replaced the side rail center arm to resolve the issue.